Manufacturer narrative:
The reported product easycap ii co2 detector was not returned for investigation. Therefore, an investigation on the actual device cannot be performed to confirm the reported issue. A device history record (DHR) review was performed for the reported lot number confirming that the product was produced according to quality requirements and released per established procedures. A CAPA investigation is currently open to address this reported failure mode. (B)(4).

Event description:
It was reported to covidien that during intubation the easy cap detector did not change color.

Manufacturer narrative:
(B)(4).